Event description:
I am writing this letter regarding my ongoing concerns with the freestyle libre diabetic monitoring system. I have been a loyal user of the libre system for a number of years. Until recently, I was generally very satisfied with the product and appreciated the convenience it provided. However, during the past year, I have experienced numerous episodes involving signal loss, false alarms, and inaccurate glucose readings that I now believe represent a potentially dangerous medical issue. To verify these inaccuracies, I repeatedly compared the libre readings against my traditional finger-prick glucose meter. On multiple occasions, the libre readings were significantly incorrect. Abbott has generally been cooperative in replacing defective sensors, and I appreciate that effort. However, simply replacing sensors is no longer an adequate solution when patient health and safety may be at risk. Most recently, after my apple iphone downloaded a new ios update, my libre application and sensor system suddenly displayed continuous "signal loss" notifications and stopped functioning properly. When I contacted customer support, I was connected to an overseas call center in the philippines. The representatives were polite, but communication was difficult, and it became obvious that they were simply reading from prepared scripts without the ability to answer practical questions or address the actual problem. After approximately 45 minutes of repeated scripted responses and circular troubleshooting, I requested a supervisor in the united states. Initially, I was told that no supervisor was available, which I found difficult to believe considering abbott's size and reputation. Eventually, I was connected to someone who informed me that due to apple's updated standards, my libre sensor system would no longer function properly. My concern is simple: why were customers not warned in advance? If apple changed technical standards that could interfere with a medical monitoring device, abbott should have immediately informed its users about the potential risk. This is not a minor inconvenience. This involves diabetic patients relying upon glucose readings to make critical health decisions. As a result of these failures, I spent several days without a dependable monitoring system. During this time, the libre application repeatedly showed dangerously low glucose readings below 50. Believing these readings to be accurate, I consumed orange juice, fruit, candy, and eventually an entire large bag of m&m's trying to raise my blood sugar. The readings barely changed. Hours later, the system suddenly showed readings approaching 300. I responded by taking quick-acting insulin. After taking insulin twice and continuing to monitor the situation, my sugar eventually crashed dangerously low. Ironically, physically I did not feel major symptoms either way, which later made me realize the sensor itself was providing false information. This situation could have ended far worse. My purpose in writing this letter is not simply to complain, but to urge abbott to recognize the seriousness of these device failures and the lack of communication to patients. Sending replacement sensors does not solve the underlying safety issue if compatibility problems, signal failures, and inaccurate readings continue without proper warning. Patients trust this system with their lives. I strongly urge abbott to improve: device reliability; communication regarding software compatibility issues; customer support responsiveness; access to knowledgeable supervisors and technical staff; advance warnings regarding ios or software conflicts. I also believe other diabetic patients should be made aware of these potential shortcomings so they can carefully verify readings and avoid dangerous overcorrections involving food intake or insulin administration.